Manufacturer narrative:
All hardware was intact at the time of the removal. There were no signs of infection. All hardware was evaluated at the hospital and was found to be intact and had performed as intended. Additional devices: one g741-65-45 // lot 1166 // 6.5mm x 4.5mm tilock2 pedicle screw - extended tab // manufactured: 04/02/2013. One g350-5-40 // lot 10823 // 40mm mis curved rod // manufactured: 03/19/2013. Two g826 // lot 10650 // circular lock screw // manufactured: 03/04/2013.

Event description:
In (B)(6) 201,3 a patient was implanted with pedicle screw system hardware at l5-s1. After the procedure, the patient continued to experience discomfort. After follow-up the physician determined the right s1 screw was positioned too medial and a full decompression was not achieved. The patient underwent revision surgery on (B)(6) 2013.